Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis, as well as to indicate the product serial number or model number. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. "Vomiting blood", "nausea", dysphagia", "epigastric pain", and "band slippage" are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported that after implant with the lap-band system, the patient complained of nausea and vomiting. Patient has had issues with vomiting and dysphagia. All of the fluid from the band was removed, however the patient experienced blood streaked vomit and mild epigastric pain. The lap-band system was explanted due to band slippage.